Event description:
During g3 surgery, when the nurse opened the package, she found hair in the blister package. The surgeon changed the nail kit to another size nail kit. The surgery was completed without problem.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that patients reportedly received the following results on the inform system, using comfort curve strips, within 10 minutes: hi (greater than 601 mg/dl) and 140 mg/dl - patient 1 no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, caller states that she no longer has the test strips. Replacement was sent.